Event description:
Boston scientific was notifed that during an event the stent would not advance through the 3f microdelivery catheter.

Manufacturer narrative:
Analysis of the device on june 7, 2003, showed that the 3f microdelivery catheter was returned cut after the mid joint section. Due to an administrative error this event was not previously identified as a medical device report (MDR). The manufacturer is aware that this event is being submitted past the 30 day deadline.